Event description:
As reported, closure device could not be introduced in sheath during evar. It was reported that another medical/surgical intervention was performed however request for additional information has been unsuccessful.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
Two 14f ce manta closures, one 14f sheath, and two 14f introducers were returned for investigation. The units were not identified as to which der they are associated to, and the packaging label referenced lot number mn2101423. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. One of the manta closure units did not exhibit an engaged lever and was functionally tested with the sheath. Resistance was observed. The other manta closure unit exhibited an activated lever, and the anchor was pushed out the device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The manta closure and bypass tube could not be introduced through the sheath. The bypass tube did not buckle or bend when met with the resistance. The physician chose to remove/destroy the manta sheath and deployed the 14f ce manta device successfully. Per the IFU procedure requirements indicate the manta closure must be deployed using the manta sheath provided in the manta package. In step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.